Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. After deployment the anterior side dropped and there was trace to mild pvl was noted in posterior / septal area around lead. The valve was snared on the anterior side to hold in place while a 29 mm valve crossed and deployed. After the 29 mm valve was deployed, trace pvl was noted but the valve complex was stable. There was no patient injury due to this event, and the patient was reported to be in stable condition. Imaging issues, and patient anatomy presented as constraints during the procedure. Leaflet capture was confirmed on each anchor during the anchor spin. The anchors were at the hinge points of the annulus prior to final valve release. There was appropriate volume optimization the day of the procedure. During volume confirmation, it was noted that the sl annulus was positioned much lower than the ap.